Event description:
It was reported that the screen went blank, and the device stopped ventilating during use on patient, the device was immediately swapped, and no patient harm was reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the screen went blank, and the device stopped ventilating during use on patient, the device was immediately swapped, and no patient harm was reported.

Manufacturer narrative:
The investigation was based on the reported event and onsite examination of the affected evita vn800 with product serial no. (B)(6) where dräger service onsite performed a review of the log file and fault finding where he identified the system cable being faulty which had caused a blank screen with accompanying "device failure 14¿ alarm message and not a stop of ventilation as initially reported. Investigation of the event at the manufacturer site also confirmed an internal damage to the system cable, which resulted in a temporary blank screen with accompanying alarm message. The unit behaved as specified. Ventilation was unaffected by this problem and continued as set until the user turned the unit off and on again with the power switch, likely to alleviate the observed blank screen and audible alarm. After the device was successfully turned on, the ventilation automatically continued with the last settings. In case of an internal failure of the display unit (ecd) and/or an impaired internal hdbaset communication between the ventilation unit and the ecd the alarm message "device failure (14)" will be raised. The display functions and operability of the ecd might be affected in case of an active "device failure (14)" alarm event depending on the technical root cause. The user may misinterpret a temporary display malfunction or blank screen as a shutdown / stop of ventilation. If the internal hdbaset communication fails completely, the secondary alarm (piezo speaker) of the ventilation unit will sound. The device was repaired and checked per manufacture specs without further deviations. The results of this complaint investigation have not identified any new or additional risks that are not already addressed in the product risk management file. Based on the investigation results in terms of the european meddev 2.12 rev. 8 and the medical devices regulation (MDR 2017/745) this case is no longer considered reportable, as no death or serious injury was caused and is not expected in case of recurrence.